Manufacturer narrative:
During a coil embolization procedure there was severe resistance/friction while advancing the third coil, a 9x35 orbit rdfl complex fill coil through the prowler select plus microcatheter (mc) and while pulling it back, the coil unraveled. The coil was successfully removed without any problem. Another coil was used to complete the procedure successfully. There was no reported patient injury. It is not known if the same mc was used to complete the procedure or not. The portion of the mc where the resistance was encountered was not known. Both products were inspected prior to use and appeared to be normal. No kinks or bends were noted. Both products were prepped properly according to the instructions for use with no problems noted. An adequate continuous flush was maintained to the mc at all times. The target lesion was the internal iliac artery. It was reported that the target lesion was not calcified, and moderately tortuous. (B)(4): the product was returned for inspection. One non-sterile trufill dcs orbit was received coiled inside a plastic bag. The embolic coil was found stretched and all entangled. The hypotube was found kinked and bent; no other anomalies were noted. The proximal section of the support coil, gripper and distal section of the embolic coil were found inside the introducer. The gripper and embolic coil were inspected under the microscope. The embolic coil presented no other anomalies than the ones previously mentioned. The gripper presented residues of dried blood; no other anomalies were noted. Functional analysis could not be performed since the proximal section of the support coil was not loaded on introducer and it is too pliable to pull/push it through introducer. The od of the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis. The reported resistance/friction during advancement through a microcatheter could not be evaluated due to the returned condition of the device; however, the od was within specification. With review of the analysis and the DHR there is no indication of any manufacturing defect or anomaly contributing to the reported event. Based on the analysis and without the return of the microcatheter, the cause of the reported event and damages found on the unit cannot be conclusively determined. Although it was reported that a continuous flush was maintained, based on the report that the event occurred while introducing into the microcatheter and the residues of blood on the gripper, it is possible that not having an adequate flush as outlined in the instructions for use may have contributed. Vessel characteristics and procedural factors resulting in interaction with the concomitant microcatheter may have contributed to the event. The device records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these types of damages from leaving the facility with no indication of any device manufacturing issues impacting the event. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during a coil embolization, the physician severe resistance/friction while advancing the third coil for the procedure: an orbit rdfl complex fill coil through the prowler select plus microcatheter (mc) and while pulling it back, the coil unraveled. The coil was successfully removed without any problem. Another coil was used to complete the procedure successfully. There was no reported patient injury. It was not known if the same mc was used to complete the procedure or not. The portion of the mc where the resistance was encountered was not known. Both products were inspected prior to use and appeared to be normal. No kinks or bends were noted. Both products were prepped properly according to the instructions for use with no problems noted. An adequate continuous flush was maintained to the mc at all times. The target lesion was the internal iliac artery. The target lesion was reported to be: not calcified, and moderately tortuous.